Manufacturer narrative:
Evaluation was not possible, as the products were not returned. Product information required to search the complaint database was not provided. The investigation could not draw any conclusions about the reported event based on the absence of the product to examine and insufficient product information. The initial reporting indicated the product was not suspected of failing to meet specifications or of contributing to the event. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the products and/or additional information be received, the investigation will be re-opened.

Event description:
The patient was revised because of pain and lack of range motion.